Event description:
The patient reported that her implant was removed because it quit working all together. The patient was having a return of incontinence. The patient reported that the implant worked fine from level 2 to level 4 but once she got to level 3 and she had a problem at that point. She can't remember what exactly what happened. The patient reported that she had "jumped" from level 2 to level 4 to level 1. The patient reported that the manufacturer had told her to change to "level 1". The patient stated that the change was from program 1 at 1.8 or 1.9 to program 4 at 1 she nearly jumped off her seat because it was so high. She couldn't turn it down without the programmer on her skin. The patient had to turn it down herself. The patient stated that it was really high and the patient nearly "shocked her whole vagina and her whole body". The patient indicated that the representative was aware of the shock a day or two after the shocking. The patient stated that the representative was laughing and told her that it was no big deal. The patient stated that she would like the rep to say it was no big deal if the "same thing was happening to his penis" the indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.